Event description:
On jan 13th 2009 the facility nurse reported that in 2008, the pt advised he had been out walking, returned home and then noted the transfer set had separated during use resulting in contamination that lead to peritonitis. The same day the pt contacted the nurse. The pt's effluent was cultured in the same day. The pt was initially treated with one dose of 1 gram cefazolin and 1 gram ceftazidime intra-peritoneal (ip). On december 29th the results of the culture were positive for gram-positive cocci. The pt was then treated with an additional 2-week course of cefalozin 1 gram (ip) daily. The pt has recovered from the peritonitis episode. The sample is available for evaluation.

Manufacturer narrative:
The sample has been returned for evaluation. A follow-up report will be filed upon completion of an evaluation, or if any additional info becomes available.